Event description:
It was reported that a 35mm navitor vision valve was selected for implant on (B)(6) 2024 using a non-abbott 16f non-abbott sheath. During the procedure, after the device was re-captured 2 and a half times, the patient required intubation. The device was removed from the patient to flush. While flushing it was observed that there was a large clot on the valve. The patient had an activated clotting time (act) level of 337 sec. The device was replaced with a new 35mm navitor vision valve.

Manufacturer narrative:
An event of thrombus was reported. It was indicated that the during the procedure, after the device was re-captured 2 and a half times, the patient required intubation. While flushing it was observed that there was a large clot on the valve. The patient had an activated clotting time (act) level of 337 sec which is above than intended which may have contributed to the reported event but cannot be confirmed. The returned valve appeared to be dehydrated. No tears or perforations were observed in the cuff or leaflet tissue. The condition of the valve as returned to abbott precluded using it to perform functional testing. Images received from field appeared to show valve outside the jar with blood like particles on and around the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. The cause of the reported incident could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 35mm navitor vision valve was selected for implant on (B)(6) 2024 using a non-abbott 16f non-abbott sheath. During the procedure, after the device was re-captured 2 and a half times, the patient required intubation. The device was removed from the patient to flush. While flushing it was observed that there was a large clot on the valve. The patient had an activated clotting time (act) level of 337 sec. The device was replaced with a new 35mm navitor vision valve.